Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained gel with cloudy appearance. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 6974319, and no non-conformances related to the reported complaint were identified. Mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Reason for device explant and/or reoperation: grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 275cc mentor memorygel breast implant and suffered grade IV capsular contracture postoperatively. As a result, the patient had the device explanted and replaced with an unspecified mentor implant on (B)(6) 2018. On (B)(6) 2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.